Event description:
It was reported that the pt had their device removed due to the battery being dead. The generator was returned to the MFR for analysis which found that there was a capacitor that should have been more optimally selected. However, based on a battery life calculation, the generator was at normal end of service, and the capacitor selection is not believed to have been the cause for battery's end of service condition.